Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, the iol was noted to be displaced due to a cracked haptic. The iol was replaced. The pt had a good outcome.